Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 12.3-12.6cm and 44.0-44.8cm from the distal end. The (B)(4) coating was intact at these locations. External insulation abrasion was noted at 8.1-8.2cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. This is consistent with the observation from the field of noise and inappropriate therapy if the sensing coil were to come in contact with the ICD can.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. During lead explant procedure, insulation anomaly with damage to the conductors was observed on the lead. Patient condition ok after event.